Event description:
It was reported that shaft break occurred. Vascular access was obtained via brachial artery. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified left circumflex (lcx) artery with a bend between 45 and 90 degrees. The lesion was pre-dilated and a 2.25x16mm promus element plus stent delivery system was selected to treat the lesion. Resistance was encountered in the introduction of the stent, resulting in the breakage of the device. The procedure was completed with three stents in the lcx with post-dilation. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
The device was returned for analysis. The device was received in two sections as a result of a break in the hypotube. The break was located at 19.9cm distal to the strain relief. Both sections of the hypotube were kinked at various locations. The balloon was tightly wrapped and was not subjected to positive pressure. No issues were noted with the crimped stent or tip profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via brachial artery. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified left circumflex (lcx) artery with a bend between 45 and 90 degrees. The lesion was pre-dilated and a 2.25x16mm promus element plus stent delivery system was selected to treat the lesion. Resistance was encountered in the introduction of the stent, resulting in the breakage of the device. The procedure was completed with three stents in the lcx with post-dilation. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).